Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv pace impedance steady at approximately 300 ohms through 2015 (B)(6), then begins to vary and have measurements less than 100 ohms. Low impedance pace counts prior to and since ventricular lead warning occurred on 2015 (B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead warning was triggered due to low pacing impedance on the right ventricular (rv) lead. There was a notable decrease with no change in pacing or sensing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented to the emergency room due to syncope. It was found that the rv lead was exhibiting high thresholds, and noise was noted in the egm with and without pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.